Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a hip arthroscopy surgery, the e flex ablator was not as aggressive as it once was. Additionally, the flex ablator left behind a black residue on the tissue/labrum after use. It was described as a black "grease" type residue. The device did not flake into any debris. The procedure was successfully completed with a delay of 1 minute using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that while using the e flex ablator a black residue was left behind. It was communicated via e-mail that there were multiple problems with the same wand. It was also noted that, ¿no flakes from the device itself were left in the patient¿ and ¿the product was thrown out in the hustle of turnover. It will not be returning.¿ based on the limited information provided, the definitive clinical root cause of the reported adverse event cannot be determined. According to case details, the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. According to case details, the procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.